Manufacturer narrative:
(B)(4). Evaluation summary: the UDI is unknown because the part number and lot number were not provided. Visual and dimensional inspection was performed on the returned guide wire. The removal difficulty was not confirmed due to the condition of the returned product. The investigation determined that the reported difficulty and additional treatment were related to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent the initial filed medwatch report, the following additional information was received: the reported 6.0mm x 60mm x 80cm armada 35 balloon dilatation catheter (bdc) was advanced over the reported supracore guide wire and the armada successfully dilated the 1st two lesions. The last lesion was unable to be dilated with this armada due to the vessels being narrow; there was no calcification. The considerable resistance reported was felt against supracore guide wire and against the heavy lesion calcification while attempting to retract the armada bdc over it. During the reported balloon rupture, contrast escape from the balloon was noted under fluoroscopy and blood was noted in the inflation device when negative pressure was applied. The physician plans to bring the patient back to treat the last lesion with a cutting balloon and angioplasty. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: 6.0mm x 60mm x 80cm armada 35. Sheath: 7f brite tip. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The armada 35 device mentioned is being filed under a separate medwatch report number.

Event description:
It was reported that during an angioplasty procedure, a 6.0mm x 60mm x 80cm armada 35 balloon dilatation catheter (bdc) was advanced via brachial access into a non-abbott 7fr sheath to treat three concentric lesions in the narrow proximal left subclavian vein. During inflation, while two lesions reportedly "popped out," the last lesion still remained "tight." The armada 35 balloon was inflated to 24 atmospheres, then the balloon burst. The armada 35 bdc was then difficult to withdraw due to considerable resistance. Excessive force was then applied to withdraw the bdc; the bdc was withdrawn but resulted in separation of the balloon tip. The armada 35 balloon tip was retrieved by advancing a non-abbott guide wire as a buddy wire next to a supracore guide wire. A 3.0x40 armada 35 was advanced and inflated to create space for retrieval of the balloon tip, then the balloon tip and all devices were removed as a single unit. Upon removal, it was noted that the balloon tip was stuck to the end of the supracore wire. While it was reported that there were no adverse patient sequelae, it was reported that there was significant impact to the patient due to a clinically significant delay in the procedure. The physician decided to abandon the case and reschedule the patient to treat the remaining lesion since it was still stenosed. No additional information was provided.